Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator was run on test lung for multiple hours using event settings. O2 level, respiratory rate and tidal volume were adjusted and the ventilator follows adjustments and stays in tolerance for all parameters. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs do not contain any technical error codes indicating any ventilator malfunction at the time of the event. The ventilator passed pre-use check prior the actual ventilation period. There are no indication of a ventilator malfunction. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the tidal volume and respiratory rate was higher than set and the etco2 elevated to unknown level but for 22 hours. Patient decompensation despite adjustments of several settings. The ventilator was finally replaced and the etco2 was able to be lowered with patient improvement post change. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).